Event description:
Patient presented to the physician with severe pain at the mandible radiating to the ear and occipital bone since the implant procedure. Patient also reported right-side lip weakness, resulting in drooling and an asymmetrical smile. Physician referred the patient to a pain specialist, where nerve block injections were administered for pain management.